Manufacturer narrative:
Complaint not confirmed for implant pull out as the suture construct of the device in question was not returned. Complaint confirmed for deployment issues. Both devices received had broken cannulas, damaged/dislodged pushrod tabs. A likely cause of the broken cannulas is prying/leveraging the device during insertion. A likely cause of the deployment issues and damaged/dislodged pushrod tabs is cannula obstruction caused by improper deployment sequence and/or prying/leveraging the device during deployment.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee cx procedure, upon firing the first implant of the ar-4501, both implants fired and came out of the device. The case was completed by using a ar-4500 and another ar-4501. Additional information obtained 8/18/2020: the first implant was deployed normally. The needle was then retracted and the needle pulled out of the slot and implant number two could not be deployed. The suture was cut and the first implant was left behind the meniscus. Once this occurred an ar-4500 meniscal cinch system was used instead. No additional incisions were needed.